Event description:
According to the reporter, during distal pancreatectomy, at the time of pancreatic resection. The stapler failed to fire. Manual suturing was done to resolve the issue. It was also noted that the operation time was extended by 30 minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot # n6a1196y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n5k1516y) egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5l1085) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot # n6a1196y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n5k1516y) egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5l1085). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.